Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to oversensing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the lead indicated the lead was severed 60 millimeters from the terminal pin. The lead was returned in two segments with a total length of 455 millimeters indication some segment of the lead may not have been returned. The extracting stylet was stuck in the tip segment of the lead. There were setscrew marks noted on both terminals. The conductor coil was noted to be deformed (flattened). It appeared as the conductor coil had been grabbed. There were cuts observed in the insulation. Electrocautery damage was also observed in several places. Tissue was noted to be wrapped around the drug collar by the tip.

Manufacturer narrative:
At this time, this lead has not been returned. If addiional information is received, this report will be updated.